Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos illustrate unused tube but no issues were observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube failed to draw up blood during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea tube has no draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube failed to draw up blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, the customer found 1ea tube has no draw issue."